Event description:
It was reported the healthcare provider (hcp) found a hole in the catheter, so the pump was turned off in 2010. The patient also mentioned falling on multiple occasions after the pump was stopped. No further details were reported. The pump was previously used to deliver morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated they told her she overdosed and there was a hole in the tubing "a long time ago". The patient stated it swells now, and "it's like a sharp knife" at the bottom. Patient also noted "it's blue around the back of it" where the pump is and the tube to her back about 2 months ago. There is nothing in their pump currently.

Manufacturer narrative:
Concomitant product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8703w, lot# l57665, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The previously reported information in manufacturer report #6000030-2015-00066 follow up number 001 regarding the report that the patient was told they overdosed does not pertain to this event. Additional information was received from a consumer on 2017-jun-09. It was reported that the pump was not working and the tube had a hole in it that was taped up. It was noted that the patient had been ¿real sick.¿ it was indicated that the patient was sent to the hospital and given loratab for pain due to the hole in ¿the tube of the pump¿ and getting nothing for pain. The patient was then taken off pain pills and was told to come back and see a healthcare professional (hcp). The patient then saw an hcp again and was given nothing for pain and withdrawal. The patient was on pain pills orally and had the pump for years. The patient could not get out of bed and had to go back to the hospital. The patient was brought to the hospital and back to a nursing home for 20 days and was given pain pills for withdrawal from the pump and oral medication. The patient¿s hcp retired but the patient was given an appointment with a pain hcp and requested their medical records but the patient¿s medical records were not sent to them but the patient needed the records to make an appointment. It was indicated that the patient had no pain medications and it was getting worse but the patient did not have a pain hcp because they could not get their records. No further complications were reported.